Event description:
The lay user/patient contacted lifescan (lfs) UK on november 8, 2006 and alleged that he was having problems with his one touch ultra meter. Lfs UK was not able to reach the patient for additional information. A letter was sent to the patient to call back. The patient reported that, he had received high readings of "over 20 and even 30 in the morning". However, there are no specific results provided. The date/time of the results is also not known. It is also unknown if the patient was experiencing any symptoms at the time of those results. The patient further reported that, he self-medicated and stated that he changes medication dependent on the result. His diabetes medication regimen is not provided and it is not know how much and what medication he took at the time of concern. The patient further reported that he "almost had a hypo" (specific symptoms not provided). There is no further information regarding the treatment (if he received medical help or self-treated). The patient stopped using the meter for the last 2 months due to this and had been tested at the hospital where he works (no other meter's results provided). The patient claimed that he no longer had the meter with him despite providing a serial number earlier in the call. The patient was not willing to troubleshoot the meter/strips. He had not performed any control solution tests on the meter/strips at the time of concern. Although there is insufficient information leading to the alleged high readings, the patient's medication regimen, how much/which medication he took based on the high readings, the "hypo" symptoms he experienced and what if any treatment he received, this complaint is reported because the patient alleged that he received high results on the meter, self-medicated based on the meter readings and almost experienced a hypoglycemic episode. A replacement meter was sent to the lay user/patient.